Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted following completion of the failure analysis testing.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps (fbf) cable was broken or loose. The customer used a backup fbf instrument to continue with the planned procedure. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable of the fbf instrument was broken. The instrument did not collide with any other instrument or tool during the procedure. There was no allegation of a fragment falling inside the patient's anatomy. Post-operative tests like an x-ray or ultrasound were performed to check for any potential fragments. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis found the primary finding of instrument grip cables/broken - distal to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables.

Event description:
Refer to h10/h11 for follow-up information.